Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy rash on his back and sides. The patient was given a cream from his physician. It was reported that after using the cream the irritation had improved.